Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 95% stenosed target lesion being treated was located in the moderate tortuous left anterior descending (lad). The balloon ruptured at 12atms during the 1st inflation. The procedure was successfully completed with a deployment of an unk stent. Pt condition listed as "good."

Manufacturer narrative:
Pt age: over 18 years. (B)(4).